Manufacturer narrative:
Device evaluation: the explanted pump was returned for investigation and the report of suspected thrombus was confirmed based on the evaluation of the device. Upon disassembly of the pump, examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in one of the rotor vanes. The tissue did not show laminated layering, indicating the thrombus did not form on the rotor. Examination of the outlet stator found a denatured, tissue-like thrombus between the outlet bearing and one of the stator blades. The color and texture of the tissue appeared similar to the rotor thrombus, indicating the tissue may have initially been part of the rotor thrombus. The origins of the thrombus could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 2 months, 9 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On unspecified dates post-implant, the patient reportedly experienced issues with bleeding in the lungs, and as a result, their anticoagulation was either decreased or stopped for unspecified periods of time. Consequently, the patient's international normalized ratio (inr) was subtherapeutic for some time, but was back in the therapeutic range for several days. In the beginning of (B)(6) 2015 (date unknown), the patient's first echocardiogram ramp test showed intermittent aortic valve opening at 10000rpm. A second ramp echocardiogram performed on (B)(6) 2015 showed the aortic valve opening with almost every heart beat at 12000rpm. An integrilin infusion was started on (B)(6) 2015 for suspected device thrombosis and the patient was closely monitored. On (B)(6) 2015, the patient's bilirubin was 18umol/l and their last recorded lactate dehydrogenase (ldh) value was in the 300s u/l. The patient subsequently underwent a pump only exchange on (B)(6) 2015. As of (B)(6) 2015, the patient was extubated, off inotropic support and doing well.